Event description:
It was reported that the device continued lasering even after the foot pedal was released. It was also noted that the device was in case saver mode. There was no report of procedure or patient involvement.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of device history record and service history was performed, and the device was installed on 29 october 2020, and this event occurred 5 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of foot switch pedal - stuck in on position was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, unable to exclude device problem is selected as the most probable cause for the complaint, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that the device continued lasering even after the foot pedal was released. It was also noted that the device was in case saver mode. There was no report of procedure or patient involvement.